Event description:
It was reported that during the implant attempt, there was no capture and no pacing output on the right ventricular lead. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. All conductors were distorted. There was blood/body fluid (not obstructed) on all of the conductors. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. It was also observed the lead was damaged at implant. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it, and both conductors were distorted, damaged at implant.